Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The cause of the ins shutting off on its own was unknown. They have to charge twice per day but they were told it would only be once every two days. They are still charging twice per day and it has not been resolved. No symptoms were reported.

Manufacturer narrative:
Concomitant products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had an issue with the controller. It was reported that the controller was doing all kinds of crazy things. They stated that the controller shut off on its own and the controller shut theins off. It was reviewed that the controller didn't have the capability to shut the ins off on its own. The controller would freeze on looking for a device when the recharger was plugged in. They had to do multiple controller resets to get it to work and they noted that the patient charged the ins to 100%. The patient noticed that the ins was turning off when the ins was at 50-70%. The controller charged from the ac power supply with no issue and there wasn't corrosion or damage to the controller compartment pins, lithium battery pack pins, or recharger pins. They started charging on the call and it was noted that they saw recharging excellent and theins was at 100%. When the ins was down to 40%, or lower, recharging times were 30 minutes to 1 hour and 30 minutes. The patient had to charge twice a day because the ins battery drained. The recharger cord wasn't damaged, wasn't getting hot, and they were able to charge to 100%. It was reviewed that the patient should follow-up with their healthcare provider to address charging concerns. The issue wasn't resolved through troubleshooting. A request for a replacement controller was made for the damaged device.